Event description:
During a mako shoulder the patient had a scapular fracture. Registration of landmarks and regions was completed successfully. Glenoid face, post, and screw prep were completed successfully. All 4 peripheral screws were placed. This fracture was noticed by the surgeon during the final tightening of the glenosphere to the baseplate. Surgeon removed baseplate and glenosphere and attempted to do a bio rsa manually using the humeral head. This did not work and surgeon opted to do a hemi arthroplasty. Case type / application: rsa 1.0.